Manufacturer narrative:
No additional troubleshooting was performed and the patient was moved into hospice care. The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that tachycardia therapy was going to be programmed off in this implantable cardioverter defibrillator (ICD) due to the patient being placed in hospice care, however, the device was unable to be interrogated with two programmers. Additionally, the device did not emit tones with magnet placement. Boston scientific technical services (ts) discussed that the device was likely beyond end of life (eol) and had potentially gone into storage mode. No adverse patient effects were reported.